Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the patch/shell bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening.

Event description:
The device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/jul/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lump/nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule and deflation.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area". Additionally, healthcare professional reported deflation. This record is for the right side. The device remains implanted.